Event description:
Procedure: abdominoplasty or panniculectomy. According to the reporter: surgery date was (B)(6)2010 and the pt allegedly presented with a seroma on (B)(6)2010. Pt presented to the ed w/abdominal pain in lrq. Pt had CT which showed a 15 cm x 7 cm seroma along w/narrowing of the superior mesenteric vein w/possible bowel twisting w/o evidence of ischemia, edema, or necrosis. Pt was admitted on (B)(6)2010 and a drain was placed by vir. They are unable to determine if the device was related to the condition.

Manufacturer narrative:
(B)(4)